Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient encountered multiple problems with their controller. The patient reported the plastic was coming off, that the controller seems to have a mind of its own, that there were no buttons to push to follow instructions, that they used it the other day and it was now down to low battery, that they could hardly read the screen, and that the programmer was in a different language. It was reported that the screen of the controller was ¿very dull.¿ it was reported that the cleaning lady assisted the patient in correcting the language and brightening the screen. It was reported that during recharging, the ins charge did not go up to 100% before the controller showed that the charge was done. It was reported that the user was seeing ¿screen 75: recharging ended.¿ no symptoms or complications were reported.